Event description:
It was reported that the patient underwent revision procedure due to feels too tight when the patient goes to turn his neck. The patient was doing well postoperatively. Nothing was explanted.